Event description:
During review of the patient's programming history on (B)(6), 2012 it was discovered that high impedance was noted during system and normal mode diagnostics tests performed on (B)(6), 2008. The patient was then disabled prior to leaving the clinical visit. Attempts for further information are underway and have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.device failure is suspected, but did not cause or contribute to a death or serious injury.